Event description:
The user facility reported that the top housing fractured during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The case was completed with no adverse consequences , no medical intervention and no delay.

Event description:
The user facility reported that the top housing fractured during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The case was completed with no adverse consequences , no medical intervention and no delay.